Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. A visual assessment was performed after disinfection. The working channel sleeve extended from the distal cap when received. The proximal end of the distal cap was aligned to the cap weld. There was evidence of the production bonding process and the application of heat to the outside of the catheter during manufacturing assembly, as seen in the working channel sleeve reflow/bond. A functional inspection was performed. The spyscope ds was plugged into the controller; there were no issues with the live image and the protruding working channel sleeve blocked the field of vision. The device was laid out straight and fully articulated in many directions. No issues were identified with the image. A spybite was passed through the working channel, and no issues were identified with the image. A portion of the distal end of the catheter were removed to examine the working channel. The distal cap was removed from the catheter for examination. The distal end of the exposed working channel sleeve was tugged; it did not detach from the catheter. The catheter was cut open to expose the working channel sleeve. The catheter was pulled back to assess the adhesion of the working channel sleeve to the pebax. The working channel sleeve did not fall out. After tugging the working channel sleeve out to remove it from the catheter, there was evidence of adhesion of the working channel sleeve to the inside of the catheter, as seen by the faint imprint left by the working channel braid pattern. The complaint was not consistent with the reported event of no visualization, however, the working channel sleeve protruded. The working channel sleeve protrusion was most likely due to anatomical/procedural factors encountered during the procedure, therefore, the most probable root cause for the working channel protrusion is operational context.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was intended to be used in the bile duct during a cholangioscopy procedure. According to the complainant, during procedure and outside the patient, no video image was displayed on the screen. The procedure was completed with a second spyscope ds and the same spyglass ds controller. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.